Event description:
Caller reported that the cartridge was not fitting properly on the pump as it was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove an o-ring from the pneumatic tap area and clean it, which resolved the issue by successfully completing the loading process and resuming insulin delivery.